Manufacturer narrative:
Evaluation: neither the complaint device nor a lot number were provided to assist in this investigation. Based upon the limited information provided, it is possible that the incident occurred as a result of the anatomical condition of the pt's iliac arteries at the time of the procedure. This line of products are inspected 100% verifying the sheath is free of bends, kinks, and other surface imperfections prior to transport. We will continue to monitor for similar events.

Event description:
A male underwent aaa repair with another manufacturer's endoprostheses in late 2007. A recommendation was made to the physician by the manufacturer's rep to use a conduit but the physician chose a percutaneous approach. The patient had calcification, difficulty stick, difficulty anatomy, and diseased vessels. During the removal of the cook sheath, the patient's vessel spasmed and clamped down on the sheath. When the sheath was removed, the patient's iliac artery had ruptured. The patient was converted to open surgical repair to fix the artery. At that time, the physician decided to explant the endoprostheses and surgically repair the aneurysm as well. Prior to removal of the devices, it was noted that the endovascular grafts appeared to seal the aneurysm.